Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient experienced some vibrations with leg pains and that the device is ¿firing¿. It was also reported that the patient programmer was not communicating with the device. Patient was asked to turn the device off until mdt representative was able to meet with patient. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient kept stating that the device was firing and the cause was unknown. The manufacturing representative (rep)stated that the device was turned off. It was also noted that the patient didn't want impedances run because she was worried the device sensation would be too strong and the stimulation would be uncomfortable. The rep mentioned that the health care professional decided to schedule her for a possible lead revision/battery replacement but there was no date yet. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Below are the analysis findings and test results: pli# 10 product ID# (B)(4). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Concomitant medical product: product ID (B)(4), lot# va0mc63, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID 3889-28, lot# va0mc63, implanted: (B)(6) 2014, explanted: (B)(6) 2018, UDI#: (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that intra-operative impedances testing showed electrode 0 and 2 were 50. The impedance check was then run at 2 volts but the issue did not resolve. The patient¿s family stated that they stimulator was removed because it failed and was shocking the patient which started about 2 years ago. The full implanted neurostimulator (ins) system was then removed. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that representative saw patient in office today for smart programmer reteach. Patient stated this product has been sent back to be analyzed. The patient was getting ¿zapped¿ at cash register and at points with this device(exact dates unknown) the zapping would make her fall on the floor in pain. Patient stated this would also happen when she walked in and out of work.